Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Received a call from (B)(6) hospital was received by medical support and services on (B)(6) 2015 with a question on how to operate the arcticsun 5000. Specifically, the hospital requested help on how to rewarm the patient quickly. At the time of the call the patient had no movement and was not reacting at all. The family requested to withdraw care to allow a natural death, but the patient had to be rewarmed to be declared deceased. The patient was removed from the arctic sun before time of death was declared. The cause of death was cardiac arrest due to a myocardial infarction.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.